Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced seven infusion sets leakage at site events on (B)(6) 2024 and (B)(6)2024 within 3 hours after insertion. Infusion set was used for a day and a half. Insertion site was abdomen. The blood glucose level was reported 150 -152 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18289 - device 7 of 7